Event description:
Customer reported one of the power cords in the column of the algo 5 newborn hearing screener had damaged insulation and provided photo. There was no patient involvement and no injury reported.

Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). Customer stated that the warning prompted a few times during a hearing screen, so she was unable to screen patient. She noted that she confirmed that all cords were secured. Upon further inspection, it was discovered that one of the power cords in column had damaged insulation. Also, the lock ring on the dc connector to the panel pc was not fully seated. It was advised to stop using the device and have a new cart column installed. Technical service shipped to customer one warranty replacement algo 5 cart column with wiring. Natus technical service manager confirmed the cable showing the damage is coming from the cart column. As part of this failure, the mera technician will also replace the dsp as the power cable used is associated with the dsp. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Doc-(B)(4) algo 5 risk analysis hazard i.d. 4.0 severity 6 is moderate and the risk rating 6 is low. Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Further investigation to be carried out.

Event description:
Customer reported one of the power cords in the column of the algo 5 newborn hearing screener had damaged insulation and provided photo. There was no patient involvement and no injury reported.

Manufacturer narrative:
Follow up report ref to natus complaint# (B)(4). The field service technician on site completed repair. Field service reported replaced a column and dsp per techical support. Complete work and test. System boots and works properly. No return parts. Additional information received from field service technician, the damaged power cord appeared to have possibly rubbed against one of the cart wheels, over time had worn through the insulation. He replaced the cart column and dsp and had the staff run the equipment checks, which passed. Customer confirmed all was fixed regarding the issue. This failure was confirmed. Investigation result code: seattle/wear and tear. Closure rationale: complaint verified, resolved on-site and no further action necessary. Low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.